Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that during screw implantation through the pinnacle gription acetabular cup, the surgeon had some difficulty securing the screw because the screwdriver shaft's tip rounded off, causing the shaft to spin in the screw head. Simply opened another screwdriver shaft and the case continued. There was no delay in the case. No parts broke off into the wound. Only one screwdriver shaft was affected. The screwdriver failed due to overuse.